Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant the patient presented at the emergency room with a post operative complication involving a blood clot, hematoma and seroma. The hematoma and seroma were drained by an incision and the patient was placed on antibiotics and discharged.